Event description:
The biomed reported that the thermogard xp ivtm system (sn (B)(4) displayed mid:09 (air trap assembly) upon powering up. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(4) displayed mid:09 (air trap assembly) upon powering up" was confirmed based on the event log review but not confirmed during the preliminary functional testing. Further in-depth investigation of the thermogard system revealed that the root cause of the mid:09 error was the short circuit caused by the pins on the jp1 connector touching the metal enclosure (chassis) of the console. The insulation on the connector degrades over time, especially if the console is transported or moved. The thermogard system was manufactured in 2012 and is ten years old, past the expected serviceable life of 5 years. Upon visual inspection, no physical damage was observed. The event log review indicated mid:09 error, thus, confirming the reported complaint. The thermogard system passed the preliminary functional testing without error. Upon further testing, the jp1 connector pin was noted touching the console's metal enclosure (chassis), causing the short circuit and resulting in a mid:09 error. Zoll service personnel added an insulator over the contact to prevent chassis-to-connector contact. Following service, the thermogard xp ivtm system passed all the final functional tests without error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for thermogard xp ivtm system with sn (B)(4).